Event description:
I used smile direct club for aligners to fix a tooth that was crooked due to crowding and ended up with negative results. They charged me (B)(6) for the service. After three rounds of aligners, the tooth is straightened but they messed up my bite so badly that I'm not able to close my teeth. My dentist said that I'm at risk of damaging/losing my front teeth because of the issue they caused. I've now started with a local orthodontist and I'm paying (B)(6) to fix the damaged they caused and it will take more than a year. Sdc is unwilling to provide a full refund and was unwilling to fix the issue that they caused (email proof). I can forward the pictures from the dentist, the emails with sdc as well as my ftc complaint. Thanks! (B)(6).